Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had loose support drive cap and customer wanted to see about swapping out the insulin pump. The blood glucose was 67 mg/dl at the time of the incident. Customer treated low blood glucose with juice and declined troubleshooting for it. The device will not be returned for analysis.